Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working and became frozen. Reportedly, the contact was not with the customer to perform troubleshooting. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.